Event description:
The complainant reported a patient, race unknown, was implanted with an impella cp for continued support of left ventricular unloading. While on support, the patient developed limb ischemia. It was reported no pulsers were noted to the right lower extremity and a doppler revealed sluggish flow. The physician performed an external femoral bypass using 5 french sheaths, which reportedly improved the lower extremity¿s color and temperature.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿. This report is being filed as part of a retrospective review of historical records.